Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the product investigation reported the device was received in two parts, with the peek and titanium aspects separate from each other. The drawing for this part was reviewed ((B)(4)) and the design of this device was found to be adequate for its intended use. The part upon receipt was found to be able to be reassembled with some force. The device likely came apart due to off axis impaction, or the user of the implant holder not releasing the implant prior to moving the implant holder away from the patient. The device is not permanently deformed, and could be reassembled if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the implant separated under impaction. (Peek interbody separated from anterior plate). The separated implant was then removed and replaced with another. There was a 15 minute time delay. Procedure was successfully completed. This is report 1 of 1 for (B)(4).